Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12/16/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. On 1/2/25 a beta bionics customer care agent followed up with the user about the event. On (B)(6) 2024, the user was hospitalized due to hypoglycemia after administering too much insulin while attempting a "shortcut." The event resulted in loss of consciousness. Emergency medical services (ems) were called and provided treatment to raise the user's bg although the user could not recall the specific intervention. Upon admission to the hospital, the user received IV treatment and was discharged on (B)(6) 2024. The user's bg level was not reported. The user has a history of substance abuse, which remains ongoing, and had been intermittently removing their ilet pump. The user has resumed using the ilet system following discharge.